Event description:
Medical records received. On (B)(6) 2023 the patient had a left hip revision to address pain, squeaking, and preoperative radiographs that show proximal migration of the femoral head, ¿which is likely that he has had failure of the polyethylene liner¿ during the procedure the surgeon observed that the liner was disassociated and floating in the socket. There was blackening on the ceramic head. Part of the liner had fractured off. The cup, liner and femoral head were revised. Competitor acetabular cup, screws and liner were implanted along with depuy femoral head.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. Review of the photographic evidence does not depict the reported cup. However, based on the observations of the acetabular liner and the metal transference of the de ceramic head, it is reasonable to conclude that a disassociation event occurred between the liner and the cup and that noise would be present due to the ceramic head articulating against the metal cup. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2023 the patient was revised due to failure of left total hip arthroplasty. Operative noted that on x-rays taken shortly after demonstrated proximal migration of the femoral head on the acetabulum. Doi: (B)(6) 2018. Dor: (B)(6) 2023. Affected side : left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned to depuy synthese for evaluation. Review of the photographic and x-rays evidence confirm the reported allegation. Based on the position of the femoral head regarding the acetabular cup and the observations of the involved liner and ceramic head, a disassociation event between the liner and cup was able to be confirmed. Additionally, noise would be present due to the ceramic head articulating against the metal cup. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Event description:
Litigation records alleges patient was revised due to hip joint began squeaking like a rusty hinge and felt quite painful. An xray was taken and it revealed that the cup/liner of the socket section on the pelvis had moved causing the ball of the head piece to move to shift upward out of proper alignment, wear through the liner and come in direct contact with the metal shell. On (B)(6) 2023, a corrective surgery was performed. Upon entry, there was a colored synovial fluid. Fortunately, the capsule was in good shape without evidence of chronic metallosis. There was blackening of the ceramic head. Most important was the displaced liner with fragments broken off consistent with a failure of the liner. The acetabular liner was discovered loose and floating in the socket. The surgery removed all failed parts and implanted new trident shell and liner and depuy head. Due to the invasive surgeries the patient underwent there was a continuity of taking pain medicines. The patient was referred to a psychiatrist for additional consultation of the pain. Other than having to endure another surgery and the requisite recovery period and disruption of his life, there have been financial penalties incurred. Doi: (B)(6) 2018. Dor: (B)(6) 2023. Affected side : unknown.

Manufacturer narrative:
Product complaint # (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. H10: e3 initial reporter occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.